Manufacturer narrative:
Investigation summary: no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd alaris smartsite extension set leaks around the filter. The following information was provided by the initial reporter: we have had 2 instances where nursing says that fluid from a chemotherapy bag leaks from around the filter of the ref 20027e set. Pharmacy has not seen the problem when compounding or at the clinic where these are used for short infusions. Tue 08/22/2023 6:41 am 1. The filter was used for a continuous infusion chemotherapy product the infusion had to be stopped and the filter was changed out prior to continuing the medication. Per nursing the chemo is coming out of small cracks/holes in the filter casing. The leak created a small chemo spill that had to be addressed and cleaned up. 2. The issue occurred on 8/6/23, this was the second time in a month 3. We disposed the filters we have no sample available.

Event description:
It was reported that bd alaris smartsite extension set leaks around the filter. The following information was provided by the initial reporter: we have had 2 instances where nursing says that fluid from a chemotherapy bag leaks from around the filter of the ref 20027e set. Pharmacy has not seen the problem when compounding or at the clinic where these are used for short infusions. Tue (B)(6) 2023 6:41 am. 1. The filter was used for a continuous infusion chemotherapy product the infusion had to be stopped and the filter was changed out prior to continuing the medication. Per nursing the chemo is coming out of small cracks/holes in the filter casing. The leak created a small chemo spill that had to be addressed and cleaned up. 2. The issue occurred on (B)(6) 2023, this was the second time in a month 3. We disposed the filters we have no sample available.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H.4. Device manufacture date: unknown.